Manufacturer narrative:
(B)(4). The customer performed an extended autoclean to resolve the issue. The issue was resolved by the customer without any technical assistance; however, the customer requested a field service visit to perform preventive maintenance to ensure that the issue would not occur again. The field service engineer (fse) reviewed the high platelet counts and noticed that the results contained lower region interference (lri) data flagging. The fse performed preventive maintenance on the cell-dyn 3700 instrument and checked for lri flagging-related problems. The instrument was performing within specifications. No further investigation was required. The cell-dyn 3700 system operator's manual, list number 06h89-01, contains information that addressed the customer's issue and allowed the customer to resolve the issue without technical assistance. Complaint tracking and trending metrics were reviewed for the period from (B)(4) 2009 through (B)(4) 2009. No non-statistical trend was identified during this period. Based on the current investigation, no product issue was identified for the cell-dyn 3700 related to the reported issue. No malfunction occurred. This is a final report.

Event description:
The customer states that one patient sample generated an elevated cell-dyn 3700 sl analyzer platelet result of 1500 k/ul. The sample retested at 300 k/ul. No suspect results have been reported from the lab. A service call resolved the issue. There is no impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete. Other text : an investigation is in process